Manufacturer narrative:
(B)(4), corrected event description: on (B)(6) 2011, a customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1 of 5. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, and cycle power off and on to se 2367. The hp cycled power off and on to press go to start prompt. The tsr explained the alarms and hp states she disconnected while in dwell 1 of 5 causing the alarm. The tsr explained to discard all supplies and to report alarms to the nurse the next morning. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error (se) 2240 alarm. The hp stated that they were in the hospital. (B)(6) asked the hp if they had any idea how air got in the lines and the hp stated the only thing they could think of was that they unhooked to go to the bathroom and forgot to press the stop button. The patient stated they did not complete therapy that night but has been doing therapy every day since the alarm. The hp stated they contacted the peritoneal dialysis registered nurse (pd rn) about the alarm. The sample was discarded and the lot number was not known. Global pharmacovigilance (gpv) emailed additional information to product surveillance on (B)(6) 2011. A report of hospitalization and peritonitis was received by gpv from home care services on (B)(6) 2011. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the home patient (hp) being in the hospital. The registered nurse (rn) stated that the hospitalization was not related to the hp's peritoneal dialysis therapy and that the hp was in the hospital for pancreatitis. The rn stated the hp was continuing therapy successfully on the cycler. No further information was available. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was due to use error - patient disconnected from the set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A labeling review was performed and the labeling was found to provide ample instructions related to proper disconnect. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1 of 5. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, and cycle power. The tsr explained the alarms and the hp states she disconnected while in dwell 1 of 5 causing the alarm. The tsr explained to discard all supplies and to report alarms to the nurse the next morning. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that they were in the hospital. The hp stated they disconnected to go to the bathroom and forgot to press the stop button. The hp stated they did not complete therapy that night, but has resumed therapy since this event. The hp stated they notified the nurse of the alarm. There was no patient injury or medical intervention associated with this event. Product surveillance contacted the nurse on (B)(6) 2011 regarding the hp being in the hospital. According to the nurse, the hospitalization was not related to the hp's peritoneal dialysis therapy and that the hp was in the hospital for pancreatitis. The nurse stated the hp was continuing therapy successfully on the cycler. There was no patient injury or medical intervention associated with this event.